Event description:
It was reported that there was far r oversensing and inappropriate mode switch on the implantable cardioverter defibrillator (ICD). No changes or intervention was reported. Patient condition was unknown.

Manufacturer narrative:
Additional information was requested but not provided.